Event description:
Provider states that the star shaped piece of the wheel lock that grips the wheel to brake has fallen off on both side of the chair because one of the two attaching screws have come undone on each side.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.